Event description:
The patient has two model 3186 leads from the same lot implanted as part of her scs system. It was reported the patient's leads were repositioned during surgery on (B)(6) 2014 for improved stimulation coverage. An sjm representative met with the patient postoperative and confirmed effective stimulation coverage was achieved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.